Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, redness, inflammation, pimples, pustules, and infection, extended beyond the patch perimeter. The patient went to the hospital, and the first time they drained the area, was the patient was prescribed unspecified antibiotics (route not specified but most likely oral), and an unspecified cream. When the patient was back home it became worst, and they went back to the hospital. This time the infected site was cut, and the pus was taken out. At the time of the report the patient was stable, and no scarring was left. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.